Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.1, re-test: 2.5. Date: last week, inratio: 2.9.

Manufacturer narrative:
Investigation pending.